Event description:
Information received from the field does not address the patient's clinical status but notes that prior to a scheduled colonoscopy, the patient was connected to an impedance based ECG. The device rate went to 140 ppm and locked. The device was programmed to ddd with normal function and will remain in ddd for the tests.